Event description:
Related manufacturer reference numbers: (B)(4). Related manufacturer reference numbers: (B)(4). It was reported that the patient presented remotely for follow-up. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited high defibrillation impedance, and the both the left ventricular and right ventricular (rv) lead exhibited high pacing impedance. The rv lead further exhibited failure to capture. No intervention nor patient consequences was reported.